Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018 patient underwent revision of proximal femoral nailing system (tfna) for the treatment of prophylactic fracture. First surgery took place on (B)(6) 2017 and had x-ray reviewed on (B)(6) 2017 showing callus formation. On (B)(6) 2018, patient went for a walk and heard two (2) cracking sounds and have acute onset of pain on the left thigh. X-ray showed that the implant has crack and there was a shaft fracture. The surgeon suspected non-union. It was unknown if there were surgical delay and adverse event to the patient. This report is for (1) lockscr ø3.5 l38 f/nails tan violet. This complaint involves (3) devices. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Additional narrative: device history (lot); part: 04.005.528 ; lot: l075454 ; manufacturing site: mezzovico; release to warehouse date: 29.jul.2016. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed and the used material was according to specification. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary visual inspection: upon visual inspection of the complaint device it can be seen that the part received back in an intact condition with some scratches, dents and deformation, which most likely results from the contact with the nail, as the coating it's not visible anymore, it will be assumed that it is a post-manufacturing issue. Based on this the complaint description is not confirmed. Document/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no document/specification review is needed. Dimensional inspection: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Summary: there is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that contact with a hard material, as the nail, led to this damage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.